Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported being "very ill" and ¿currently recovering from the impact the implants and the toxins they created had on my body." The left side device has been explanted. Later patient reported . A patient reported they experienced the events of ¿chronic fatigue¿, ¿frequent illnesses (weak immune system)¿, ¿weakness in my hands¿, ¿deterioration in my vision¿, ¿nausea¿, ¿anxiety¿, ¿debilitating fatigue¿, ¿swelling under my right arm adjacent to my implant¿, ¿increased sensitivity/ pain around my breast implants¿, ¿itchy skin¿, ¿brain fog ¿ trouble thinking and speaking¿, ¿alternating sweating and chills¿, ¿decreased appetite and weight loss (7 lbs. In led than a year without any dieting)¿, ¿muscle weakness (worsen on left side)¿, ¿hand and leg twitching / trembling / difficulty writing¿, ¿blurry eye sight¿, ¿hoarseness in my voice¿, ¿shortness of breath (feel the need to take deep breaths¿, ¿personality change¿, ¿sore area around one implant¿, ¿scar tissue inflammation under one arm¿, ¿breast implant illness¿, and ¿neurological and immune system issues." Additional patient reported they experienced the events of ¿speech impairment", ¿silicone and/or heavy metal seeping from my implants has ¿destroyed¿ my neurological and autoimmune systems¿, "their ability to function on a daily basis destroyed", ¿benign fibrous capsule with surrounding adipose tissue and skeletal muscle negative for malignancy," left side rupture.